Manufacturer narrative:
(B)(4). This lot was manufactured between october 14, 2014 - october 15, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a white particle floating in an unspecified location within the device. This was found before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.